Manufacturer narrative:
Customer returned pump for an alleged visit to emergency room and was hospitalized for low bgs found on (B)(6) 2023. On case: (B)(4), svn#: (B)(6), customer returned pump for an alleged possible over delivery anomaly and ems dispatched for low bgs found on (B)(6) 2021. On case: (B)(4), svn#: (B)(6), customer returned pump for an alleged ems dispatched for low bgs found on (B)(6) 2021. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 04/25/2023 to 07/18/2023. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event dates of 06-apr-2021 and 10-jul-2021. There was no data available to verify unexpected pump errors/alarms noted 1 week prior to the event dates of 06-apr-2021 and 10-jul-2021 in the formatted history file. In further full review of the pump history/traces on the event date of 08-jul-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 08-jul-2023 listed on smart solve. Daily total of all insulin delivered = 24.275. Daily total of basal insulin delivered = 7.075. Daily total of bolus insulin delivered = 17.2. On (B)(6) 2023 07:16:14.000 normal bolus delivered. Bolus programming method = cl1 bg correction + food bolus. Normal bolus amount programmed = 8.4. Bolus amount delivered = 8.4. On (B)(6) 2023 11:26:26.000 normal bolus delivered. Bolus programming method = cl1 food bolus (670 only). Normal bolus amount programmed = 8.8. Bolus amount delivered = 8.8. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 08-jul-2023 in the formatted history file.  Sg calibration error (776) was recorded and found in the formatted history file on: (B)(6) 2023 05:08:08.000. Sensor error alert (801) was recorded and found in the formatted history file on: (B)(6) 2023 08:46:13.000, on (B)(6) 2023 09:21:04.000, on (B)(6) 2023 09:51:13.000. Lost sensor 1 alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 13:55:00.000. Lost sensor 2 alert (781) was recorded and found in the formatted history file on: (B)(6) 2023 14:11:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sg calibration error, sensor error alert, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 22:39:26.000, on (B)(6) 2023 22:49:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. The p-cap locks properly into the reservoir compartment; however, a cracked retainer was noted during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Retainer ring damage (a cracked retainer) was confirmed. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 29 mg/dl. Troubleshooting was performed and found that the customer had treated the low blood glucose event with food, glucose tablets, was taken to the emergency room, and was hospitalized. The customer was weak and passed out. It was unknown if the customer was using the insulin pump within 48 hours of the reported event and if the auto-mode feature was active. No further patient complications were reported. The customer will discontinue the use of the insulin pump and the product will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. "¿select patient information cannot be provided due to regional privacy regulations."" " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.